Event description:
It was reported that the patient was revised due to fractured femoral part of the prosthesis and pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Synergy states a complaint from a private hospital nemec about broken corail femoral stem (neck). This patient had a revision of this stem in hospital lovran. Revision date is unknown.

Manufacturer narrative:
The complaint states synergy states a complaint from a private hospital (B)(6) about broken corail femoral stem (neck). This patient had a revision of this stem in hospital (B)(6). Revision date is unknown. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.